Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of no external power alarms while the device was connected to the mobile power unit (mpu) was confirmed via the log file. The submitted log files spanned approximately 13 days (20oct2020 to 02nov2020 per the timestamp). No external power alarms activated on (B)(6) 2020 at 09:14 due to the rsoc and bus voltage diminishing to ~0v while the device was connected to the mobile power unit. The backup battery was able to provide power to the pump. The alarm resolved shortly after the device was reconnected to a power source. No other notable alarm was observed. The mobile power unit was not returned for analysis. Per provided information, the customer was not able to provide further information regarding the event. A root cause of the reported event was not determined through this analysis. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook (doc. # (B)(4), rev. B) section 5-¿alarms and troubleshooting¿ explain how to properly interpret and troubleshoot alarms including no external power. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Serial number was not provided therefore UDI is not available. No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
Related manufacturers report #2916596-2020-05554. It was reported that the patient was noted to have anemia in the setting of an elevated lactate dehydrogenase (ldh) and micro-hemoglobinuria.. The patients inr was sub-therapeutic (inr: 1.2). There was concern for pump thrombosis initially. During log file analysis, the pump power was noted to be stable over the course of the log files. The patient was admitted on (B)(6) 2020 with anemia associated with hemolysis. The patient's ldh continued to be elevated and hemoglobinuria was present. Vad pump appeared to be functioning normally without increases of power consumption. The patient remained hypertensive as the vad team worked on optimizing the patient's anti-hypertensive medication regimen. A second log file review captured a few low flow events on (B)(6) 2020 that were not sustained long enough (at least 10 seconds) to activate the audible alarm. These occur at times when pi is elevated. There do not appear to be any type of mcs equipment issues causing these events. The patient had symptoms of fatigue and shortness of breath, anemia that required blood transfusions, and sub-therapeutic inr. No source of bleeding had been found. The site continued to treat the hypertension which they believed caused the low flows with high pi and had plans for a CT angiography (cta). The log file also noted no external power events due to a total loss of power to the mobile power unit (mpu) on (B)(6) 2020 enabling the backup battery in the system controller until power was restored to the mpu. The site reported the no external power events were due to human error and the patient was re-educated on safe power tethering practices.